Event description:
The customer received a blood glucose reading of 380mg/dl on the breeze2 and adjusted insulin accordingly. He started feeling shaky and tested again. The reading was 120mg/dl. He retested on a different meter and the reading was 30mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The test strips are expected to be returned for evaluation. Replacement test strips and a new meter were sent to the customer